Event description:
It was reported that the rotawire separated and remained inside patient. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire was trapped at the branch of the coronary artery and broke at the midddle of the radiopaque (ro) marker when in dynaglide mode. Two guidewires were then inserted and positioned on the broken wire to twist it up, however the broken part went to the periphery and was unable to retrieved. The burr and other devices were removed but the broken rotawire remained inside the patient. The procedure was completed by drilling the lesion with a burr and a stent was placed. No further complications were reported and the patient is fine.